Manufacturer narrative:
We have not received the graft for evaluation since the graft has been implanted. Hence, we could not conclusively determine the cause of the failure. However, we were able to observe the reported incident based on the picture that was provided to us. A section of the graft next to the suture tie appeared to be aneurysmal in that picture. Procol 'vacular' bioprosthesis is derived from a single length of bovine mesenteric vein that is chemically cross-linked with glutaraldehyde. Natural variations even in the same graft is possible. Collateral branches are ligated with surgical suture and the graft is inspected under pulsatile flow conditions at simulated physiological internal graft pressure. Each graft is pressurized between 2.7-4.0 psi ( 139 - 206 mmhg) during the inspection process. If pressure exceeds 4 psi, the vessel is rejected for 'overpressurized' and discarded. Under a pressurized condition, each graft is inspected by the manufacturing operators for any presence of hole, tear or swelling. An od gage is passed over the entire length of the vessel. If any section of the graft appeared to be swollen or did not pass through the gage smoothly, then that section of the graft is rejected by the technician. Each graft is again inspected by the qc technician for these attributes. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot.

Event description:
Surgeon used a procol vascular bioprosthesis for creating a bridge graft for vascular access to a dialysis patient. After surgeon completed the arterial anastomosis, upon pressurizing the graft, he observed aneurysmal spot at two different suture ties in the graft. There was no injury to the patient as the result of this incident.